Event description:
The user facility reported that during a therapeutic resection of prostate (turp) procedure, the loop disintegrated. Following the procedure, an x-ray was performed on the pt and there was no indication of any device fragments being left inside the pt. There was no further info provided.

Manufacturer narrative:
The device referenced in this report is en route to olympus for eval. The exact cause of the reported phenomenon could not be conclusively determined at this time. A supplemental report will follow following completion of the eval. This report is being submitted as a medical device report in an abundance of caution. Olympus (B)(4) is filing mdrs on behalf of gyrus acmi and olympus medical systems corporation. (B)(4).